Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-feb-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer opening all the way instead of just one pocket at a time. A field service engineer arrived on site and inspected the anesthesia unit, where a hardware failure was reported for mini drawer 1.6. The drawer was completely stuck and would not open. After using the emergency latch, the drawer was opened, the motor was removed, and the track was cleaned. During hda testing, it was determined that the entire mini drawer including all 1x3 and 1x1 minis was not functioning correctly, as the sensor was not recognizing drawer movement. All mini pockets were removed, and the tracks were cleaned, which were heavily soiled, but this did not resolve the sensor issue. Due to needing the correct pcb and a delay caused by a vehicle breaking, temporarily left the site to obtain the required part. The mini-pcb control module was replaced. Back on site, the unit was powered down and each mini engine in the bottom row was tested individually by plugging them in one at a time. A short was identified in pocket 12. The customer unloaded the medication from that pocket. A replacement 1x1 engine was required and was currently pending delivery. The device was usable and has been returned to service. Pocket 12 remains unplugged and was causing no operational issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the entire drawer opened when the user attempted to retrieve one vial of fentanyl, instead of just the designated mini pocket as intended. The customer reported that the issue occurred when the user was trying to issue medications to a patient. However, there were no adverse events or injuries reported based on this event.